Event description:
It was reported that during the procedure the suture cannula was placed, the suture was slid, it was placed in the meniscus, the first peek was made, it was removed by swinging the suture, and then, we noticed that t1 and t2 were made; one peek was in the meniscus and another one was outside the meniscus. We passed another meniscal suture in order to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Visual assessment of the device by the investigator, shown the insertion needle is dramatically bent on two planes. No ts or suture remain on the insertion needle or were returned. Actuator is protruding out of the distal end of the insertion needle. Device was functionally tested for proper actuator advancement and cycling, device would not function due to the bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established.